Manufacturer narrative:
Please note that only the month and year of implant are known at this time. Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced ¿inadequate pain relief¿ with their device after having experienced pain relief and then lost the effect. Impedance testing was performed and found ¿multiple electrode shorts.¿ alternate electrodes were programmed in an attempt to resolve the issue, but the attempt was unsuccessful. Ultimately, the implantable neurostimulator (ins) was replaced as a result of the event and the issue was resolved. There were no further complications reported or anticipated; the patient was alive with no injury at the time of report.

Manufacturer narrative:
H2. Correction: please note, method code 4114 and result codes 3221 and 1023 no longer apply to this report. H3. The returned device (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned lead (lot # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment determined that continuity was complete and there were no electrical shorts between the circuits. The returned lead (lot # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a2, lot# unknown, serial# , implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead product ID 977a2, lot# unknown, serial# , implanted: (B)(6) 2019, explanted: 2020-09-04, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the leads were also explanted at the same time. There were no further complications reported or anticipated; the patient was alive with no injury at the time of report.